Manufacturer narrative:
Additional information: see describe event or problem. It appears from the customer response that no si occurred. Customer/patient focus was to be reimbursed for the device/medication.

Event description:
Query: "delaying treatment" was reported. Was there any serious injury to the patient directly related to the reported delay? If yes, please describe. Answer: received on 9/1/2025. The patient did not continue treatment but requested compensation for the medication. Subsequently, the head nurse resolved the matter.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility address: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: q-syte connector leakage. A leak in the q-syte connector resulted in the loss of medication, delaying treatment.

Manufacturer narrative:
The complaint of a leak was confirmed; however, the root cause could not be determined. One photo and one q-syte connector that were provided for investigation. During functional testing of the returned sample a leak and column tear was identified in the septum. A column tear can be attributable to either manufacturing damage or damage that can occur during use. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.